Manufacturer narrative:
One sample was received in used condition. No damaged could be detected on the unit during visual inspection. When inflating the unit with air, the cuff inflated but a part wasn't uniformly. The cuff was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cuff did not inflate during pre-test. No patient injury was reported.